Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No image - ccd defec. There was no report of patient harm. The time of event is installation.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.